Manufacturer narrative:
The customer indicated that they did not want to troubleshoot and asked for the field service engineer (fse) to come out and look at the system siemens fse inspected the system, noticed the seal on the probe was broken on the old one. Fse replaced the specific gravity well and the probe and run calibration and controls, both passed. Instrument is fully operational.

Event description:
Customer reported erroneous blood, leukocytes and specific gravity results on the instrument. There was no report of injury due to this event.